Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify nor duplicate the reported issue. The cause of the reported issue could not be determined. Customer was recommended to replace therapy cables or paddles. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device would not recognize the pads when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not recognize the pads when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.